Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heating and cooling capacity of the sorin heater-cooler system 3t was lower than the heating and cooling capacity of other sorin heater-cooler units used at the hospital. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The device was tested and was found to be working correctly and was not heating or cooling differently than the other devices at the facility. The temperature sensors were cleaned and a temperature calibration was performed. A final functional check and test run found no issues. The unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. No parts replaced; unit in working order.

Event description:
Sorin group (B)(4) received a report that the heating and cooling capacity of the sorin heater-cooler system 3t was lower than the heating and cooling capacity of other sorin heater-cooler units used at the hospital. There was no report of patient injury.

Manufacturer narrative:
Due further available information this complaint has been re-evaluated and could be considered as not reportable. The initially reported insufficient performance was not relating to heating the patient. Therefore no hazardous situation can occur.